Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was not confirmed as the needle passed all investigative tests and the iceball size is within specification.

Event description:
During a cryoablation procedure an iceforce needle formed frost all the way down the needle shaft down to the patient's skin. An sterile glove filled with saline was used to help insulate the needle from the skin to prevent skin damage. In addition, the needle achieved less than 40% of what the expected ice ball size should be, based on isotherm data chart. The needle was removed and replaced to complete the procedure. The procedure was completed with no injury to the patient. The needle will be returned for investigation.